Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with the first proglide device. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to an 18f; however, tissue damage/ vessel damage occurred with the upsized sheath. The interventional procedure was completed. As a result of the tissue damage, when tightening the knot of one of the proglide devices, the knot slipped and was unable to be tightened completely [knot lock]. An additional proglide suture was deployed and hemostasis of the large hole was achieved with the other pre-placed suture and the post placed suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device with reported issue referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The reported knot advancement issue could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment and the suture was not returned. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.